Event description:
A report was received that the patient had drainage coming from the pocket site. The patient was placed on antibiotics. Upon follow-up, the physician noted that the pocket site had not closed and that it was oozing with pus. The patient underwent an explant of the whole system to avoid potential infection and did well postoperatively. It was unknown if the symptoms were device or procedure related.

Event description:
A report was received that the patient had drainage coming from the pocket site. The patient was placed on antibiotics and revision of the pocket site was done wherein it was moved. Upon follow-up, the physician noted that the pocket site had not closed and that it was oozing with pus. The patient underwent an explant of the whole system to avoid potential infection and did well postoperatively. It was unknown if the symptoms were device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.